Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill tubing step needed to be filled with 18 units instead of 11 units. Customer suspected a tubing issue; however, customer changed the cartridge and infusion set multiple times. Customer's blood glucose was 308 mg/dl. Customer reverted to manual injections.